Event description:
Healthcare professional reported a right side "saline started leaking" and "exchange was delayed due to covid-19" for a tissue expander. Device as been explanted and a replacement. Tissue expander device was implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and yellow fluids inside in the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which a sharp in the insert shell. Based on the device analysis the final assessment is: -a sharp opening on insert shell/bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "saline started leaking" and "exchange was delayed due to covid-19" for a tissue expander. Device has been explanted and a replacement tissue expander device was implanted. Additionally, device was implanted > 6 months.